Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI. Surgery to replace the magnet has been completed (date not reported).

Manufacturer narrative:
(B)(4). Implanted device remains.